Event description:
It was reported that during a lap right hemicolectomy procedure, device was used to clip the pedicle, the applier was opened and 3 clips were initially used as indicated, on the 4th firing of the applier was closing correctly but the clips were not forming and firing out of the jaws without closing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon? The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed two conforming clips, one scissor clip and ejected the remaining clip. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was received: which firing of the device did this event occur on? 4th firing. What vessel or structure was the device fired on at the time of the event? Pedicle. Was the clip fully advanced into the jaws prior to firing? Yes as far as they were aware. Was there any torquing or twisting of the device present at the time of firing? None reported. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes out of the patient to see if it would work but the clips just fired out without forming. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? N/a. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon?no.